Event description:
A caller reported an error with their continuous glucose monitor displaying error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, which resolved the issue, and they were able to successfully start a new sensor session.